Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce a meal during initial use and education, with blood glucose reaching 285 mg/dl and remaining above range for about two hours; no alerts or alarms occurred, no backup therapy was used, and no medical intervention was required. Symptoms included headache. Outcomes included transient hyperglycemia that began trending down without clinical intervention or device alarm involvement and no hospitalization. Investigation included customer interview and troubleshooting with education on proper meal announcement timing. Investigation of this case revealed user error related to a missed meal announcement, with no device malfunction and no component performance issues identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement.